Event description:
It was reported that the neurostimulator was currently just randomly shocking the patient. Additional information received reports the patient had a shocking or jolting sensation and a loss of therapeutic effect. The device was having malfunctions and the patient was looking for a new hcp (healthcare provider) or representative to manage device. The ins (stimulator) was not working and it was randomly shocking her. Doesn¿t' know when event started. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the manufacturing representative tested the unit and confirmed that it was working properly. The unit was reprogrammed and was ready for use. X rays were taken and confirmed that the leads and unit were in place and functioning appropriately. Of note, the patient was being evaluated for spinal stenosis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device was randomly shocking the patient. It was further reported by the patient on (B)(6) 2015 that the implant was shocking her when the implant was turned off. The shocking started as positional for a couple of months and had gotten worse in the last 3-4 days. She went to the emergency room four times because the implant made her sick as she was retaining urine. She was getting sick from this and it opened a can of worms. The therapy was helping the patient, even when it was shocking her, but now it was not helping her symptoms. The patient got out of the emergency room on (B)(6) 2015 and was there on (B)(6) 2015. Also, the patient fell on the stairs a couple days ago when it was raining. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04drw, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient woke up at 3:30 a.m. This morning, (B)(6) 2016, with shocking in the tailbone, hips and down the leg. The issue resolved after turned the device off and did not experience the symptoms when the implantable neurostimulator (ins) was off. The change in therapy/symptoms was considered sudden. However, the patient was admitted to the hospital due to retention and was catheterized because she had shut the device off. A manufacturing representative (rep) reached out to the hcp and was currently speaking to the patient with changing programs, and if that did not help then a possible revision was needed. It was noted that the patient was out of town and alluded to seeing her managing doctor if reprogramming did not work. The patient was going to be sent home with catheter equipment due to the symptom return.